Manufacturer narrative:
Root cause of reported event could not be confirmed. Link with the device highly improbable but rather due to a misuse. This is the final report submitted regarding this surgical event and medical device.

Event description:
The glenosphere dissociated from the baseplate while the patient was driving a car. Until the incident the patient had an excellent result. He was totally pain free and had a full range of motion with normal function (he practiced swimming). The failure happened.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The glenosphere dissociated from the baseplate while the patient was driving a car. Until the incident the patient had an excellent result. He was totally pain free and had a full range of motion with normal function. The failure happened.